Event description:
It was reported that the battery indicator seemed to be broken on the inside. The reporter indicated that there was no pt involved.

Manufacturer narrative:
The device is an automatic external defibrillator (AED) and the actual device involved was returned by the user facility. Visual examination of the device confirmed the reported problem of an apparently broken status indicator. The status indicator is a small lcd (liquid crystal display) located on the front panel of the device. Its purpose is to indicate if the device is ready to use. The appearance of the status indicator was consistent with mechanical damage such as might result from physical impact to the device. Supporting this finding was the observation of damage to the case in an area immediately adjacent to the status indicator. Apparently, the device was dropped or otherwise sustained an impact that resulted in the observed case damage and damage to the status indicator. As a secondary finding and in addition to the stated complaint, eval found an error code was sometimes displayed when the device was powered on. Investigation found that this problem was due to an ic (integrated circuit) component on the device's defibrillator board.